Event description:
It was reported to philips healthcare that the heartstart mrx failed to power up/boot up after a software upgrade crashed. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).: a f/u report will be submitted upon completion of the investigation.